Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms during testing noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 546 mg/dl. The customer's mother stated the device stopped responding to the act button. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer will be receiving a cot pump.